Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A rotating hemostatic valve (rhv), a delivery wire, an introducer sheath and coil were returned for this complaint. The coil and delivery wire arms were not interlocked. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected and no anomalies was noted. However, had dry blood residues inside it. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing due to the dry blood inside the introducer sheath ; it was necessary to cut the sheath in order to release the main coil. After dissection, it was found that the coil zap tip was found detached from the rest of the coil and it was stretched/kinked. The delivery wire was inspected and no anomalies were noted. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip was found detached from the rest of the coil. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the delivery wire that could be measured were performed and were within specification. Dimensional inspection of the coil that could be measured were performed and observed that the no. Of proximal fiber bundles, outer diameter (od) of the zap tip and od of the primary coil were within specification. However, there were lacking no. Of distal fiber bundles.

Event description:
Reportable based on device analysis completed on 23jun2020. It was reported that coil was stuck and could not deploy. A 15mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the coil was stuck in a 5fr catheter and could not be deployed. The coil was then removed with the catheter from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed coil zap tip detached and lacking fiber bundles.